Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 6 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 4512 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac078 met release specifications. As of 11/20/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac078 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac078 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). The total number of complaints for this lot met the threshold, however, due to the aforementioned CAPA, no other actions were taken. Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported to fresenius customer service that they received low conductivity from naturalyte during setup for hd treatment on an unspecified number of machines. Upon follow up the bmt was unable to identify the number of machines that had low conductivity results with naturalyte. He confirmed the product was not used during patient treatment because they were switched to granuflo. There are still cases of the reported lot available. A pickup was scheduled to return samples. The bicarb used was bibags, lot number unknown.